Event description:
Months after having had implants, I started getting very sick. Couldn¿t eat anything without running to washroom. Had my gallbladder removed. I¿m sure it was from implants. Since then I¿ve suffered with inflammation, weight gain, extreme hair loss, neuropathy, numbness and burning in hands and feet, slow healing and extreme bruising, horrible migraines, constant sinus infections, painful bladder syndrome, fibromyalgia symptoms, painful joints, rheumatoid symptoms, vertigo, hormonal changes that led me to have a total hysterectomy, horrible acne. I¿ve been sent to many specialists, been on many meds. Nothing has or is helping. After finding out about breast implant illness, I think back and all these symptoms are what I¿m dealing with. I¿m getting these toxic bags out of me asap! I want my life back! My plastic surgeon, 10 yrs ago, did not tell me about all these side effects. I was told they are safe! And being FDA approved, I assumed they were! Never in a million years would I have even considered getting them if I had known my quality of life would be affected so badly! I am a mother! I need to be healthy for my family! This has been a hard 10 years. Now, my final symptom is pain! Severe burning and numbing pain in my left breast. I am waiting for ultrasound. Ic, high blood pressure, fibromyalgia (all since getting the implants).